Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, paclitaxel set leaked from an unspecified location. The event occurred during priming with normal saline (ns). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. During visual inspection, the connector was observed separated from the tubing. The reported condition was verified. The cause of the event was due to lack of solvent on the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, paclitaxel set leaked from an unspecified location. The event occurred during priming with normal saline (ns). There was no patient involvement. No additional information is available.